Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as infusion set cannula tape was not sticking on the first day of insertion. The patient had high blood glucose levels upto 377 mg/dl and was treated with insulin pump. The site of insertion was lower back.